Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp), via the manufacturer representative, reported they had not received adequate therapy or appropriate control to solve their problem of urinary retention. The patient had both an incontinence and retention issue following an abdominal hysterectomy, prior to being implanted. No post-surgical complications were noted. The patient requested a program or management plan regarding the device. The health care provider further reported that the patient was currently at their home and had not had any complication, but they did not feel the benefit of the urinary incontinence control. The patient had not followed-up with a urology specialist or any other physician. The patient was visited on (B)(6) 2016- by a clinical specialist and then went to revise their system. During the testing previous to implant, the patient had an improvement in symptoms, but in their perception once the implant was performed, the benefits were not the same. The patient showed the clinical specialist a report of their last programming from (B)(6) 2013 and since then there had not been changes to the initial programming of the implant. When interrogating the ins, it was noticed it was off, with the same programming in (B)(6) 2013. The further troubleshooting performed was that the neurostimulator was noticed to be off and showed 311 hours of use, or approximately 13 days. The impedances were within range, except bipole 0 and 3 with an impedance of 56 ohms and this bipole was currently administering therapy. Once the implantable neurostimulator (ins) was turned on, the patient felt therapy, it did not cause an uncomfortable stimulation, and they perceived it in the same place that was felt during the testing week. The programming parameters were 3 positive and 0 negative at 0.7v, 210 microseconds, and 14 hz. Since the amplitude of stimulation was low and the patient perceived it, it was highly likely that the electrode placement was correct as higher stimulation amplitudes indicate an electrode placement more distant from the nerve. The patient was unaware of managing their patient programmer, so an explanation on how to use it was provided. In the current situation of the patient, it was highly recommended to assist with a medical specialist in therapy to make appropriate adjustments and the patient returned to feel the benefit that was initially provided. The hcp made a phone call to the patient on 2016-08-29 and they continued with the same problem, event with the equipment turned on. The hcp&#38112;recommendation was for the patient to visit a physician to review the current program, but the patient wanted the physician to come to their home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.